Event description:
Patient undergoing laparascopic-assisted splenectomy. The spleen was brought up anteriorly and it was noted the hilum could be completely surrounded by hand. A vascular endo gia was then brought across the hilum of the spleen and initially fired without difficulty. However, the staple device would not accept a new cartridge after inital firing. Endo gia swapped out with a new endo gia, and procedure completed without further difficulty.